Event description:
It was reported the patient's blood glucose level (bg) rose to 356.4 mg/dl (19.8 mmol/l) while wearing the pod under 1 hour. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. As treatment patient was able to activate a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.